Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise, there was some potential oversensing of the noise. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise. This ra lead was replaced. No additional adverse patient effects were reported.